Event description:
It was reported that the customer received an unexpected restart alarm on the insulin pump immediately after a battery change. The customer's blood glucose was 100 mg/dl. Advised customer that the alarm was a program safety alarm. The customer stated that the insulin pump was not recently stored or not in use for an extended period of time. Explained to customer that the insulin pump needed to be replaced and that the customer could continue using the insulin pump until the replacement insulin pump arrived. Assisted customer with rewinding and reprogramming the insulin pump. Nothing further reported.

Manufacturer narrative:
Unit alarmed unexpected restart after battery change due to voltage leak at c37 interface board. Unit received with minor scratched lcd window.